Event description:
See manufacturer # 3004209178-2009-09144. The patient experienced a sudden loss of stimulation sensation and a lack of therapeutic effect. Her stimulation was set at 7 volts. It was also noted that she could not communicate with the ins. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).